Manufacturer narrative:
Device available for evaluation: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2017-00812 on nov 27, 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device. It was verified that the returned device was not manufactured by zimmer biomet. No further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. This event is not a complaint.

Manufacturer narrative:
Age and date of birth not provided. Gender not provided. Weight not provided. Event date not provided. Lot number provided. Title, last name and email address not available.

Event description:
Clinician reported patient came in with loose crown. Doctor stated screw fractured.